Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the white section of the bite-gard broke away from the green section. No pt injury reported.